Event description:
It was reported that the patient underwent bariatric surgery on an unknown date and reservoir was attached to a drain. Following the procedure, the surgeon requested the patient attend the clinic for removal of the drain. The physician removed the drain at the right time. A plastic part was found in the reservoir and it was reported that it may be the anti-reflux valve. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/18/2015. It was reported that the first activation was on 01/07/2015. The tip of the drainage tube was located in the reservoir. The patient monitored the drainage and it was reported the issue was first noted by the patient when they saw something coming out of the abdomen. The physician opined there was no problem and the device continued to drain after the event.